Event description:
Customer stated that one of their reservoirs had a crack and it was leaking and the other reservoir didn't fill. Customer also reported an issue with the infusion set and stated that they had an issue with a no delivery alarm and a bent cannula. Customer mentioned that the cause of the infusion set issue was because they hit a vein. Customer's blood glucose reading at the time of the call was 250mg/dl. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of out knowledge.